Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for one of the patient's previous implantable neurostimulator (ins) battery replacements, the lead was not connected right and they found the impedance was not right. They think the high impedance/connection issue made the patient worse. When the patient got their next ins battery replacement, their healthcare provider (hcp) tried to correct the lead to what it was, but it did not look like it could go back closer together. They were further apart now. They inquired if leads changed over time.